Manufacturer narrative:
The philips field service engineer (fse) went onsite to disable the deactivation function of the alarms on the x2 because, when x2 is connected to a bedside monitor that has this feature enabled, the configuration of the x2 changes. The behavior observed is intended and expected x2 behavior per IFU. The cardiac output measurement in the m3014a is deactivated when the extension is used with an x2 mms, even if the x2 is connected to an external power supply. The cardiac output measurement is only available when the x2 is connected to a host monitor. (Stated in IFU, page 31) the device was in use during monitoring: a patient adverse event was reported. No particular adverse impact was reported; there is no indication that the adverse impact was a serious injury or that the user error in disabling alarms was causal in a serious injury. The fse proactively reconfigured the bedside monitors in usc unit per the user preference. The product remains at the customer site. The observed alarming behavior is the intended and expected behavior. Philips will consider that this issue was caused by user misunderstanding/ user preference. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported cardiac alarms can be disabled in 2 rooms which resulted in an arrhythmia that did not ring. Patient harm was reported.